Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The correct date of "g3: date manufacturer received" is "october 28th, 2021", not "october 27th, 2021" as reported in the initial report. The subject device was returned to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) has obtained the following additional information from omsi: - due to clogging of the air/water nozzle by foreign material, the air supply volume, the water supply volume, the water removal ability, and the water contact did not meet the standard value. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi and similar past cases, omsc surmised that this phenomenon occurred because the air/water nozzle was deformed due to physical stress applied to the distal end of the subject device, and the foreign material was clogged inside the air/water nozzle. The instruction manual of the subject device states appropriate reprocessing method. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus medical systems (B)(4), it was found that the air/water nozzle was clogged with foreign material, therefore there was possibility the subject device had been used for next procedure with insufficient or incorrect reprocessing. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.